Event description:
Terumo medical corporation received the following information: it was reported following an endovascular thrombectomy in the left superficial femoral artery, the angio-seal device was used for hemostasis. After the insertion sheath was placed, the angio-seal device was attempted to be inserted into the insertion sheath, however, it was too difficult to insert the device into the insertion sheath. The device was replaced with another angio-seal device, which was used without any issue. Hemostasis was successfully achieved with the second device. Estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous peripheral intervention. It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel diameter are unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the hemostasis sheath, arteriotomy locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and locator assembly was returned separated, and no damages were noted. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 44. Arteriotomy locator - d3. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).